Event description:
It was reported that the pump was cracked, resulting in difficulty charging. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.